Event description:
It was reported that the rv lead was capped due to oversensing of noise and high voltage coil impedance of greater than 200 ohms. No inappropriate shocks were delivered. No patient complications were reported as a result of this event. It was reported the physician was concerned that during device changeout, approximately a 1 cm section of insulation disintegrated from the ra lead. A segment was returned and subsequently tested out of specification during analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; proximal segment returned and analyzed. No anomalies were found; proximal segment was returned for analysis.